Event description:
Pt's aortic neck was irregular in shape and characterized by the presence of calcification, but the main body graft appeared to have been deployed at a good location to preserve renal patency and achieve a seal of the aneurysm. Post angiogram viewed an endoleak that was not clearly discernable as to whether it was a type I or type iii endoleak. A main body extension was deployed to extend the main body graft proximally. The fixation sites of the extension were ballooned and an angiogram of the device placement was performed. Endoleak was still evident. A second main body extension was deployed overlapping the initial extension and the main body graft. A final angiogram noted that the endoleak had diminished in flow but was still present. As a result of the amount of contrast used, the physician decided to conclude the procedure at that time and monitor the pt. Distal fixation sites of the iliac leg grafts showed no endoleak presence.